Event description:
It was report to depuy acromed that a songer cable broke post-operatively. According to the complainant, the patient had surgery on c1 and c2 in 2000. In 2001, the cable broke and an explant surgery was required to re-instrument with double songer cable. There were no other adverse consequences to the patient. A dimensional analysis could not be performed due to the condition of the returned cable. The returned cable contained a large amount of bone and tissue. The songer cable was examined under the scanning electron microscope (sem) and the cable conformed to material specifications. It was noted that the cable was stainless steel and not titanium as reported by the complainant. The complainant reported the incorrect part number.